Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-01198.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil through the middle of the microcatheter and, therefore, the smart coil was removed. The physician attempted to place a new smart coil, however, again felt resistance advancing through the middle of the microcatheter. The smart coil was therefore removed, and the procedure was completed using new coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was intact. The proximal constraint sphere was intact with the pusher assembly and embolization coil. The embolization coil had offset coil winds on the proximal end. Resistance was encountered while advancing the smart coils through the demonstration microcatheter and the smart coil was unable to be advanced any further. Conclusions: evaluation of the returned smart coils revealed a devices with offset coil winds. If the devices were forcefully advanced while resistance was experienced, damage such as offset coils winds may occur. The offset coil winds likely contributed to the inability to advance the device during functional testing. During functional testing both smart coils were unable to be advanced through demonstration microcatheter. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the initial resistance was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01198.